Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received with a syringe connected to the manifold. A blood like substance was noted on the outer surface of the balloon. The balloon was tightly folded and the stent was located between the markerbands. Microscopic inspection of the stent implant revealed no irregularities. Several kinks were located on the shaft 26.5 - 32cm from the tip. The mouth of the distal tip was damaged. Microscopic inspection of the remainder of the device presented no further damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
It was reported that while unpacking the 5.0mm x15mm x 90cm express sd renal biliary stent delivery system, stent damage was noted. The stent was "crimped" in the package and was not used during the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that while unpacking the 5.0mm x15mm x 90cm express sd renal biliary stent delivery system, stent damage was noted. The stent was "crimped" in the package and was not used during the procedure. No patient complications were reported.